Manufacturer narrative:
Additional information: h6. H10: the actual device was not available; however, three (3) photographs of the samples were provided for evaluation. A visual inspection with the naked eye noted a broken occluder foot on the provided photos. The reported condition was verified. The cause of the broken occluder foot could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked; further described as ¿leak on the end of the extender once the plug is removed¿. This occurred during use of the device for peritoneal dialysis therapy. It was further reported that ¿the clamp was unscrewed¿ (white twist sleeve separated from light blue main body; one foot of light blue main body was broken). There was no report of patient injury or medical intervention associated with this event. No additional information is available.